Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with a loss of power connection on the black power cable the day prior while on battery power. Corrosive damage was noted on one battery. The patient was unsure if that battery was in use the day prior. The patient denied any alarms while using their mobile power unit (mpu). The patient exchanged the battery clips. No further issues were noted in the morning. Log files captured power cable disconnect alarms and low power hazard alarms on the black power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the 14v li-ion battery was unable to be confirmed. The 14v li-ion battery was not returned for analysis; however, a log file was submitted and data from the reported event date of 03nov2024 was reviewed. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the serial number of the 14v li-ion battery is unknown, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the 14v li-ion battery were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿) states two fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.